Event description:
Caller reported not observing drops of insulin at tubing's end during the fill tubing step, leading to high blood glucose levels. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. To address the issue, customer performed a correction injection via mdi, changed the infusion set and cartridge, and was educated on using room temperature insulin. The customer successfully resumed insulin use without needing third-party assistance.